Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The clinical specialist (cs) reported that the programmer head was damaged. The head was returned for repair. There was no patient involvement.